Manufacturer narrative:
The date of event is unknown. Concomitant medical products and therapy dates: model: 3186, scs lead, therapy date: unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-02297. It was reported the patient could no longer receive effective therapy. The issue was found to be related to high impedance. Reprogramming was unable to provide resolution. As a result, the patient's leads were explanted and replaced to address the issue.